Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage space was unable to recover. A field service engineer investigated main drawer 2.1, which was not registered as closed. Suspected of a faulty latch sensor and proceeded with its replacement. During the process, identified a broken spring in the solenoid assembly and replaced it as well. Drawer was registered correctly; no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not recognizing the drawer as closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.